Event description:
The customer reported the ventilator was not detecting the oxygen source pressure. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturer's field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history noted high oxygen supply pressure and oxygen unavailable occurrences. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. During diagnostic evaluation, the fse reported the oxygen pressure was approximately 97psi. The fse reported after starting an oxygen flow the pressure was approximately 49psi. The fse replaced the gas delivery system to address the findings. Final applicable testing was completed per operating specifications.

Manufacturer narrative:
Gas delivery system.